Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting completion of the device evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The reporter stated that the therapy completed in 41 hours, which was less time than expected. The device had been filled with 3000mg of 50mg/ml flurablastin and an unknown volume of 9mg/ml sodium chloride solution (non-baxter product). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13g066 was manufactured between july 30, 2013 ¿ july 31, 2013; evaluation information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection did not identify any abnormalities. Flow testing was performed and the device was found to flow within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.